Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. The device was returned to a third party service center. A service technician evaluated the device. The service technician reports corrosion in power supply, corrosion in device, and bottom enclosure damage.

Manufacturer narrative:
H3 other text : device serviced at third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, corrosion in device was found along with connector oxide contamination. In addition, the upper enclosure of the device was found damaged. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.